Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was discovered during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of leak at the port. The visual inspection did observe a sliced area cut out in the left edge of the bag. Functional testing was performed by filling the bag with tap water which identified a leak from the middle left edge of the bag approximately at the 1500 ml area level. No leak was observed at the port during testing. The reported condition of leak at the port was not verified, however, a leak at the middle left edge (sliced area) was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.